Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 19-aug-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alarm sound that occurred during a controller power source exchange. The patient saw all the lights on the controller turn red and confirmed that the battery in use on the other power port remained connected. The patient insisted that there was no double disconnect of the power sources. In clinic, review of data log files showed a controller loss of power that occurred at the same time of the reported alarm sound. The battery pins were inspected but no defects were observed. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller ((B)(6)) was not returned for evaluation. One battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed an enabled safety flag and abnormal values in the battery configuration parameters, which is indicative of a fault in the main integrated circuit that controls the battery; however, the battery was able to adequately provide power to a test controller and charge on a test battery charger. Review of the controller log files 2021 at 15:49:33 and 27-oct-2021 at 10:40:12. The data point prior to the first loss of power revealedtwo controller power up events with associated pump start events logged on (B)(6) that (B)(6) was connected to power port one with 84% relative state of charge (rsoc) and an active adapter was connected to power port two. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 95% rsoc and an active adapter was connected to power port two. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the losses of power. The controller was without power approximately for 9 seconds and 10 seconds, respectively. During a loss of power event, the controller screen will be blank, and upon controller start up, the alarm indicator on the controller's front panel will flash red. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the losses of power can be attributed to a faulty battery as the only power source connected to the controller, a disconnection of both power sources, and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed fault in the main integrated circuit event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: (B)(6) h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.